Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2021. Corrected information: b1, b2, h1, h6- additional information was received that there are no issues with this device in the patient event. Therefore, this medwatch report will be voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-, operative complications (fistula, pneumonia, infection) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (fistula, pneumonia, infection). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ann surg oncol (2021) 28:560¿569. Doi: https://doi.org/10.1245/s10434-020-08645-w. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: impact of qualitative and quantitative biliary contamination status on the incidence of postoperative infection complications in patients undergoing pancreatoduodenectomy. Author: masaya suenaga, md, phd, yukihiro yokoyama, md, phd, tsutomu fujii, md, phd, suguru yamada, md, phd, junpei yamaguchi, md, phd, masamichi hayashi, md, phd, takashi asahara, phd, masato nagino, md, phd, and yasuhiro kodera, md, phd citation: ann surg oncol (2021) 28:560¿569. Doi: https://doi.org/10.1245/s10434-020-08645-w. The purpose of this study was to determine the impact of qualitative and quantitative biliary bacterial contamination on the incidence of infection complications in patients undergoing pancreatoduodenectomy. From august 2011 and august 2015, a total of 152 patients underwent pancreatoduodenectomy for periampullary diseases with different biliary drainage conditions. A 19-fr blake drain (ethicon) were routinely placed at the superior and inferior sides of pancreaticojejunostomy and connected to continuous suction reservoirs for fluid collection. Postoperatively, patients had superficial incisional ssi (n=9), deep incisional ssi (n=1), deep incisional ssi ( n=1) and organ/space ssi (n=43), postoperative pancreatic fistula (n=24), bacteremia (n=9) and pneumoniae (n=3). Biliary bacterial contamination is more frequently induced by ID than either ed or nd. In addition to the previously known risk factors, biliary contamination with atopobium cluster may be one of the risks factors of infection complications following pancreatoduodenectomy.